Manufacturer narrative:
Reported event: the surgeon was unable to locate the checkpoint inserted into the pelvis. The checkpoint inserted into the pelvis was the tibial checkpoint and not the pelvic checkpoint. The surgeon used x-ray to locate the checkpoint and removed it. There was a delay of 50 minutes total. Device evaluation and results: the checkpoint was not returned. The issue in this complaint was not a product defect but an issue locating the device after use. Device history review: review of the device history records could not be competed as the lot number was not reported. Complaint history review: a review of complaints in (B)(6) related to p/n 111651 shows one additional complaint related to the failure in this investigation for this specific part number in tha cases. This complaint is (B)(4). Conclusions: the surgeon used a checkpoint that was not called out in the user guide and had difficulty with the checkpoint removal. The checkpoint had no deficiency. There is no additional investigation required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, the surgeon was unable to locate the checkpoint in the pelvis. The surgeon used a 111651 tibial checkpoint instead of the suggested 116230 checkpoint 3.5mm hex 15mm. An intra-operative x-ray was done and allowed him to locate and remove the checkpoint. The total case delay was 50 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the procedure, the surgeon was unable to locate the checkpoint in the pelvis. The surgeon used a 111651 tibial checkpoint instead of the suggested 116230 checkpoint 3.5mm hex 15mm. An intra-operative x-ray was done and allowed him to locate and remove the checkpoint. The total case delay was 50 minutes.